Event description:
Patient was revised to address painful hip, metal-on-metal disease with black soft tissue, and osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product and lot code combination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a, rev. A. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found additional reports for the reported part and lot code combination(s). Per procedure, these devices are exempt from device history record review. Medical records and x-rays were received and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/4/2016 medical records received. After review of the medical records for MDR reportability, the records indicated metallosis. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions. Added law firm, lawyer, revision hospital, expiration date of ips and updated patient harm. Added stem due to alleged elevated metal ions. Doi: (B)(6) 2005 - dor: aug 9, 2011 (right hip).